Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. Potential causes for slda leading to incomplete coaptation were considered, including manufacturing, patient morphology/pathology and/or user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database identified no other incidents of single leaflet device attachment (slda) from the reported lot. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation may be influenced by patient morphology/pathology, associated comorbidities and disease state, such as tethering of the leaflets, leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that there was evidence of prolapsed anterior mitral leaflet (aml) on a2 segment. In this case, it is possible that the challenging patient morphology/pathology of prolapsed aml contributed to the reported user experience of slda; however, this cannot be definitively confirmed. It was further noted that the mitral regurgitation (mr) had increased. Per mitraclip system instructions for use, increased mr and slda are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported slda could not be determined. It is possible that the user technique/procedural conditions and patient morphology/pathology may have contributed to the slda; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip (cds 40507u102)detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2014, one mitraclip was successfully implanted in a patient with mixed functional and degenerative mitral regurgitation (mr) and a prolapsed anterior medial leaflet (aml, a2), reducing the mr from grade 4 to 2 without a reported device malfunction. On (B)(6) 2015, the implanted clip was noted to have detached from the posterior medial leaflet (pml) and the mr had increased to 3-4. That same day, the patient was hospitalized and another mitraclip was implanted, successfully reducing the mr to 1. There was no additional information provided.